Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plumset that the customer reported a epirubicin infusion leakage on the filter. There was no visible damage found. No additional information was provided.

Manufacturer narrative:
H10: received one used list #4734160, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch; lot #4734160, one used list #unknown, bag spike adapter with spiros; lot #unknown. As received, the set was visually inspected and the inlet and outlet filters showed signs of saturation with prior infusate. There were no other anomalies on the set. The customer returned an image showing fluid appearing to leak from the inlet and outlet filter vents. The set was pressure leak tested according to product specifications and no leaks were observed. The complaint can be confirmed based on the returned image, however the complaint could not be replicated during testing. The probable cause of the filter leak is due to temporary or permanent loss of the hydrophobic properties of the vent material due to infusate interactions. The exact cause has not been determined at this time.the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.